Event description:
It was reported that a dissection occurred. The 90% stenosed, mildly tortuous and mildly calcified target lesion was located in the left anterior descending artery. The lesion was predilated with a 2.50 x 10 semi-compliant balloon. A 2.75 x 24 synergy was deployed at 11 atm with no issues. After post dilation of the stent with a 2.75 x 10 balloon, a proximal edge dissection was noted in the proximal part of the stent. To cover the edge dissection, a 3.00 x 16 synergy was deployed distally, overlapping it. The procedure was completed successfully and the patient was stable.